Event description:
The surgeon reported the footswitch stopped working during surgery. A system message displayed. The surgeon attempted to reboot, but was not successful. The patient was under anesthesia. No instruments were in the eye at the time of the footswitch failure. The surgery was not completed. No patient injury was reported.

Manufacturer narrative:
The service request is pending completion. Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).